Event description:
Report received from an abbott international affiliate of general cassette alarms. The report reads, "the plum pump when using the nitroglycerin plumset from this specific lot shows the message 'check the cassette' although the cassette seems intact and properly inserted. This incident occurred on 3 sets yesterday and 3 sets today. All were identified from the same lot. Although the set does not work on the pump, it works perfectly on gravity; therefore, these sets were used by gravity the last 2 days for pts receiving a chemotherapy agent (unspecified agent) over 1 hour. Besides requiring more time to use these sets by gravity, there were no other consequences to pts of healthcare professionals. The pumps were tested and work perfectly with other plumsets." There were no reported adverse pt or healthcare provider effects. Though requested , no add'l info was provided.